Manufacturer narrative:
(B)(4). The customer advised physio-control that they have decided to not repair their device and have retired it from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device is no longer responding to the on button and the device does not have the ability to power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
The customer advised physio-control that their device was sent to a third party biomedical engineer for repair. After evaluation of the device, the reported issue was confirmed. The third party biomed then replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The device was not returned to physio-control for evaluation.